Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer removed the battery for 20 minutes and tried to reset but it didn't work. Blood glucose value was 147 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.